Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. Fse was unable to reproduce the problem. However, he replaced the tip and plunger clamp in position #7 to correct the problem. The instrument was tested without further problem and it was returned to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette reagent and did not generate an error message. No death or serious injury was associated with this incident. (B) (4).